Manufacturer narrative:
Additional manufacturer narrative: g5. Combination product. G5. Pre-1938. G5. Otc product.

Manufacturer narrative:
Review of the manufacturing records could not be completed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. Note: the article publish date is 10 july 2018. (B)(6) 2018 will be referenced as the date of event.

Event description:
Literature article "percutaneous retrieval of migrated viabahn stent from a segmental pulmonary artery"; r. C. Zvavanjanja, m.d.; cvir endovascular (2018) 1:1 https://doi.org/10.1186/s42155-018-0007-3; was reviewed. The purpose of the article is the document a single case report describing a gore® viabahn® endoprosthesis retrieval from the segmented pulmonary artery using endovascular technique.